Manufacturer narrative:
The specimen was analyzed by the vendor through the petri dish due to contamination issues. The material is approximately round and slightly yellow. It is also concave up from left to right, which is consistent with the material being cut from a hollow cylinder. The material is therefore considered to be the punched disk from a sleeve. The root cause was determined to be a functional defect of the manufacturing process. They will continue to perform process and final quality inspections with monthly monitoring of reports.

Manufacturer narrative:
Evaluation of the return found one pale yellow disc-like particle is stuck to clear, plastic, front of the pouch label. The particle is similar in color and shape to the port holes on the sides of the irrigation sleeve shaft at the tip. The particle is soft and squishy not hard to the touch. The disc-like particle is round and curled up on the edges. It would not lie flat and therefore dimensional measurements could not be taken. The sterilization and lot history records were reviewed and found to be acceptable. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Investigation is ongoing.

Event description:
The user facility reported that a small circular cutout piece from the sleeve's' irrigation port entered the patient's eye and the doctor was able to get it out. No patient impact.